Manufacturer narrative:
The automated impella controller will be returned for repair. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. During set-up of the procedure, the purge cassette was placed and the purge cassette was slide into position. The staff noticed that the automated impella controller (aic) was not recognizing the purge disc. Multiple attempts were made by the staff before trying a different aic. That aic worked and recognized the purge disc and the purge menu was completed successfully. The purge door was very slow to open. Th staff had to use their finger nail to pull the door open.

Manufacturer narrative:
Updated information: d3 MFR fax number added. The pump device was explanted and the patient survived explant.